Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2007 due to exposed vaginal mesh. It was reported that the patient underwent urethrolysis and removal of urethral mesh on (B)(6) 2008 due to vaginal urethral mesh extrusion. No additional information was provided.